Event description:
A physician reported that a pt was treated on 5/19/97 in the oral commissures and nasolabial folds. During treatment, the physician observed that the needle had become dislodged from the syringe; collagen material leaked onto the pt's check. Treatment was discontinued and resumed with another syringe from the same lot number. Again the needle popped off of the syringe. No injury occurred to the pt or the treating physician. The physician was uncertain of the reason for the malfunction. This event is being reported as an MDR because it could result in a serious injury if it were to recur.